Event description:
Patient underwent spinal fusion surgery using rhbmp-2/acs, spacer, instrumentation and blunt guide wire.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented low back pain and underwent epidural injections (B)(6) 2007, on (B)(6) 2009 the patient presented with trouble sleeping and low back and leg pain aggravated by standing or prolonged sitting. The leg pain was on the right, posterior to the buttocks and in the thigh, skipping the knee and posterior in the calf and down the medial aspect of the foot. L5 symptoms on the right. The doctor mentioned a bony fusion at l5-s1 and gave the patient an epidural nerve block at l4-5. The doctor¿s notes mentioned previous surgeries which included spine surgery on (B)(6) 2007. L5-s1 fusion; and spine surgery- (B)(6) 2008 pedicle screw removal. On (B)(6) 2009 right leg pain and sleeping problems. Per the doctor¿s notes there was extensive, dense scar tissue at l5-s1 so abandoned procedure at that level and did l4-5 transforaminal right l4-5 injection.